Event description:
Report received indicated that device was received with the tip of the balloon not inside its protective cover. In addition, the balloon was unable to deflate. Event occurred before device was used on the patient. The product was stored according to labeling instructions. The issue was resolved by using another equivalent type of device.

Manufacturer narrative:
This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.